Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Under warnings it states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear." Under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same event (1825034-2015-03196, 03878 & 03879).

Event description:
It was reported that patient underwent a left hemi arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to periprosthetic fracture after a patient fall. During the procedure, the modular head, acetabular cup and femoral stem were removed and replaced and a cable system was utilized for the femoral fracture. It was further reported that another revision procedure was performed on (B)(6) 2015 due to dislocation; competitor product was used to complete the procedure.